Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's daughter contacted dexcom on (B)(6) 2016 to report an adverse event that occurred on (B)(6) 2016. Patient's daughter stated that the continuous glucose monitoring (cgm) system was inaccurate and led to medical intervention. Patient had a low blood glucose level, around 40mg/dl, while on the golf course on the morning of (B)(6) 2016 and the emt's were called. The cgm device was reading about 130mg/dl at the time. No additional event or patient information was provided.